Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while taking the first biopsy, it was noticed that the tip of the wire was reflected under the scope. The first biopsy sample was retrieved and the device was inspected but no anomalies were noted. While taking a second sample with the same device, a part of the device detached within the patient's stomach. The device was removed from the scope and the detached component was retrieved using straight graspers. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. There was nothing missing from the returned device and all components were intact and undamaged. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; that a component detached from the device. Confirmation was received from the complainant that the appropriate device was returned for analysis; however, the evaluation found that the device met all manufacturing specifications. Therefore, the complaint is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4) - intervention required to retrieve detached component. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, while taking the first biopsy, it was noticed that the tip of the wire was reflected under the scope. The first biopsy sample was retrieved and the device was inspected but no anomalies were noted. While taking a second sample with the same device, a part of the device detached within the patient's stomach. The device was removed from the scope and the detached component was retrieved using straight graspers. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.